Manufacturer narrative:
The surgical patty (ID (B)(6) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or noncompliance related to the finished device, and none were identified. Failure analysis - one unpackaged card was returned. No hair was present on the patties or the card. No hair was found in the sealed medline sterilization pouch. Complaint cannot be confirmed. Root cause analysis - the report has not been confirmed as no particulate is present on the patties, card, or within the sterilization pouch.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 4 reports linked to mfg report numbers: 3014334038-2024-00023, 3014334038-2024-00024, 3014334038-2024-00026. A facility reported a hair was found in a surgical patty (ID 245404) before a procedure, after the set-up process was complete and contaminated the entire set-up. There was a delay of approximately 60 minutes. The entire set up was discarded, the area was cleaned, and a new pack was opened.